Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, tubing leak next to the cylinder. The patients titan touch was explanted and replaced with a titan zero. No other adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and revised on (B)(6) 2021 due to a tubing leak next to the cylinder.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for analysis. Partial separations within abrasion were noted on the inlet tube of the pump. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted with abrasion adjacent on the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. Abrasion was noted on both exhaust tubes. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at the tube/strain relief junction of the cylinder. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.